Event description:
The customer reported via phone call that the insulin pump was making a weird sound while rewinding. Customer's blood glucose was going over 500 mg/dl. Customer went to his doctor to have the settings changed. Customer did not have the pump with him. Customer was called back and the customer stated that his blood glucose at the time of the incident was 564 mg/dl. Customer's current blood glucose was 222 mg/dl. Customer stated that he had a lot of headaches. Customer also went to a diabetic doctor. Customer's blood glucose went down from 320 mg/dl to 115 mg/dl but it went up again today. Customer declined to check his settings. Customer was advised to do a complete set change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.